Event description:
Additional information was received. Patient reported their lymphatic leukemia was causing many problems with their entire body and that they were currently in between doctors. Patient indicated their weight at the time of the event was (B)(6). No further symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. The patient had leakage and it was noted to have been sudden in onset. No medical procedures/electromagnetic interference or falls were reported to be related to the issue. The patient had been diagnosed with chronic lymphatic leukemia and was directed to increase their fluid intake to stay hydrated. It was reviewed that fluid intake could possibly affect symptom control. The patient currently felt stimulation and increased stimulation and felt it in the correct area (i.e. Bike seat). The patient would monitor symptom results since increase in setting and adjust as needed; however, it was explained to the patient that they were already in the mid-range of settings (program 3 at 5.1) and to not increase beyond level of comfort. The patient was directed to re-contact the manufacturer if they decided it was time to switch to a different program. No further complications were reported/anticipated.